Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged proximal end of a guidewire is inconclusive due to the state of the returned sample. One guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The proximal weld tip of the guidewire was observed to be missing and was not returned for evaluation. A microscopic observation revealed the core wire of the guidewire to have been cut at the proximal end of the returned guidewire. Because the proximal end of the guidewire was cut off and not returned for evaluation, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during puncture for the groshong catheter, the nurse felt resistance at the proximal end of the guide wire when removing the guide wire, making the removal impossible. Therefore, the guide wire was removed together with the micro-introducer. A careful examination of the guide wire revealed that its proximal end was coarse and protruding, which led to the impossibility of the removal. A new mst was therefore used to conduct re-puncture. No patient injury reported, no other information was provided.

Event description:
It was reported that during puncture for the groshong catheter, the nurse felt resistance at the proximal end of the guide wire when removing the guide wire, making the removal impossible. Therefore, the guide wire was removed together with the micro-introducer. A careful examination of the guide wire revealed that its proximal end was coarse and protruding, which led to the impossibility of the removal. A new mst was therefore used to conduct re-puncture. No patient injury reported, no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.